Event description:
This case was initially received via regulatory authority us food and drug administration (reference number: mw5069743) on 08-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure had moved from it's location in the fallopian tube") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ferrous sulfate (iron) and salbutamol (albuterol). On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain ("severe pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was pending for surgery (surgery is pending). At the time of the report, the device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter provided no causality assessment for genital haemorrhage and pelvic pain with essure. The reporter commented: consumer mentioned a serious injury (required intervention) but did not specify it to one of the events. Diagnostic results: consumer had to have innumerous diagnostic procedures done to see if it was located. Company causality comment: incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.